Event description:
Device was prepped and when it was turned on by the foot switch, it wouldn't work. The device had patient contact but no patient harm. A new device was used to complete the procedure. Manufacturer response for angiojet 120cm catheter, (brand not provided) (per site reporter): I am waiting for the return kit. Response from vendor: please be informed that a complaint has been logged. Also, the replacement and kit was processed today in sales order. The account will receive the device tomorrow afternoon. Lastly, please use rga#: for the returning device. Do not forget to write this outside the box.